Event description:
It was reported that the right ventricular lead had dislodged. The lead was explanted and replaced. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.